Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited impedance measurements of 2140 ohms. The impedance was 1000 ohms at implant, 1147 ohms, 1559 ohms and 2140 ohms, respectively. In addition, the pacing threshold was previously 1 volt and has increased to 1.8 volts.

Event description:
Event description guidant received info that this implantable transvenous defibrillation lead exhibited impedance measurements of 2140 ohms. The impedance was 1000 ohms at implant, 1147 ohms, 1559 ohms and 2140 ohms, respectively. In addition, the pacing threshold was previously 1 volt and has increased to 1.8 volts. A few months later, the impedance measurement rose to 2974 ohms with a threshold measurement of 1.4v and intrinsic r wave = 23mv. Most recently, the pt received a shock which was appropriate and successful. However, the rate/sense portion of the implantable transvenous defibrillation lead had a high impedance measurement, >3000 ohms, and no capture threshold.